Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high with a ketone level of 23-24 mg/dl resulting in diabetic ketoacidosis; cause was not known. Customer administered a manual injection, delivered a correction bolus via pump, and performed a supply change to address bg level. Reportedly, customer contacted a hospital via phone call to discuss diabetes management. Recommendation was made to consult with a healthcare provider to discuss diabetes management.